Event description:
It was reported on (B)(6) 2010 that impedance readings were >40,000 ohms on all electrode combinations except c,0 = 743. X-rays were taken and it appeared that there was an issue with the extension or connection at the implantable neuro stimulator (ins) connector block head. It was reported on (B)(6) 2010 that impedance readings were >10,000 ohms (c,0 13,000, c,1 3,000, c,2 2300 c,3 2000). The right ins connections were all within normal range <2000 ohms and the pt was getting therapy benefit. The leads were switched, after which the lead that originally had high impedance now in the right socket (c with 8, 9, 10, 11) had impedance readings all within the normal range, and the former right lead in the front socket now had high impedances (c,0, 13617, c,1 1127, c,2 987, c,3 988). The leads were removed and reinserted two times and impedances normalized. The health care professional (hcp) indicated that this had happened at the initial implant. The leads were removed and reinserted a third time resulting in high impedance readings (c,1 c,2 c,3 were approximately 5000 ohms and c,0 was within normal range). It also was reported that it was difficult to insert both extensions into the header blocks. The hcp replaced the ins and all impedances were within the normal range. The hcp observed that inserting the extension into the connector block was much easier with the new ins. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.